Event description:
It was reported the patient's device was checked one day post-implant. Interrogation revealed high rv impedances. A loose device-to-lead connection was suspected. Invasive examination was recommended by the manufacturer's tech services. No patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance/resist. One day after implant, there were impedance measurement increases. The defib went from 37 - 254 ohms, svc went from 44 - 254 ohms, and lv went from 437 - 4047 ohms.